Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to t12 right lead had high impedances. It was confirmed via x-ray that the lead was fractured. In turn, surgical intervention took place on (B)(6) 2025 wherein the physician was unable to remove the lead due to scar tissue and potentially the lead being caught on the spinous process. The patient was referred to a neurosurgeon to have the lead remove.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.